Event description:
The customer reported that on (B)(6) 2011 erroneous elevated cardiac troponin (accutni) results were generated from an access 2 immunoassay system for two patient samples. The initial accutni results were reported outside of the laboratory and were questioned by a physician as they did not meet the patients' clinical pictures. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. One of the patient samples was retested on the same instrument and generated lower results. It is unknown as to whether the second patient sample was retested. In an attempt determine whether the issue was instrument or assay related, the customer repeated five known and valid negative creatine kinase-mb isoenzyme (ck-mb) patient samples on the access 2 immunoassay system. Upon repeat, the samples recovered with positive ckmb results. These results were not reported outside the laboratory. The accutni results were collected in lithium heparin plasma sample tubes and were centrifuged prior to testing. Testing occurred from the primary tube that was approximately three hours and stored at room temperature. Instrument accutni quality control (qc) results generated prior to the event were below established customer specification limits, however upon recalibration, qc results recovered within specification. Instrument system check results recovered within customer established specifications prior to the event, but failed to meet specifications after the event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) replaced the aspirate probes, dispense probes and instrument case fan that was not functioning. The fse verified instrument operation by performing 8 test replicates of accutni level 2 qc with acceptable results. Although the fse completed several repairs at the time of service, a definitive root cause for this event has not been determined to date.